Event description:
Patient fell and fractured femur status post 11 years total right hip. Implant revised with restoration modular and constrained insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.